Event description:
Healthcare professional and patient reported left side "deflation." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Continued d.4 lot number: lot numbers 2243663 and 2255537 were provided, but the side has not been determined. Lot number was removed. Device evaluation: analysis of the returned device identified: crease fold, opening on anterior and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on posterior and anterior, sharp opening on valve bond edge, striated broken on radius and missing shell on radius (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening and broken assessed as surgical damage. Sharp opening on valve bond edge assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional and patient reported left side "deflation." The device has been explanted and replaced.